Event description:
Lost anchoring sleeve, dr dissatisfied that sleeve moves on lead. Difficult implant, lead put in and taken out several times. Post CABG patient w/cardiomyopathy. Patient fine, not pacing dependent.